Manufacturer narrative:
The pad device was installed on (B)(6) 2008 and operated successfully until (B)(6) 2010. After this date there are multiple events on the same day which would indicate the device was switching itself on automatically. The problem with the device was attributed to a fault in the membrane. Though the device was kept indoors there is evidence the device was not protected from adverse environmental conditions. This would have contributed to the problem with the membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because the status indicator was flashing from red to green on insertion of a new pad-pak and the device would not power-on. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.